Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that deflation issues occurred. A 2.50 x 15 mm agent dcb was advanced and inflated. Deflation trouble occurred after the first inflation, but complete deflation was achieved. The device was removed. No patient injuries reported.